Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing therapy for an svt. The device was reprogrammed. There were no adverse events for the patient.